Manufacturer narrative:
Investigation results: the device was received for evaluation. During a visual examination, the tip of the shaver burr was found broken off at the weld and gall marks were noted on the outer tube. This type of failure is known to occur if excessive lateral force is applied during use. In addition, the visual inspection noted that all usage indicator tabs remained intact. These tabs are provided for the user in order to track the number of uses, as this is a limited reuse device. Following each use, the user is instructed to remove a tab.

Event description:
It was reported that this shaver burr broke during testing. There was no patient involvement, injury or surgical delay reported with this event.